Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted this ICD exhibited a gradual rise to high out of range shock impedance measurements on the right ventricular (rv) lead. The last shock was delivered with reversed polarity and analysis from technical services (ts) noted when the device is interrogated, there will be a code 1005. Engineering guidance discussed to clear the fault and evaluate the integrity of the device and lead system. It was recommended to consider lead replacement. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.